Event description:
Customer reported that during validation, a patient sample containing anti-jkb resulted as negative on the 2_cell screen assay.

Manufacturer narrative:
The reactivity of the jkb antigen was confirmed on retention capture-r ready-screen (I and ii), lot x216. The customer sent sample for investigation testing. The sample was tested by manual solidphase with retention capture-r ready-screen (I and ii), lot x216; the sample was nonreactive with both cells. The 2_cell testing was performed on an in-house galileo with retention capture-r ready-screen (I and ii), lot x216 with the sample; the sample exhibited 1+ reactivity with cell I [jk(a+b+)] and was nonreactive with cell ii [jk(b-)].hemagglutination tube testing was performed with the sample, using cell ii [jk(a+b+)] from panoscreen I, ii, and iii, lot 41240. Testing was done in parallel with immuadd, lot 6c5507-1, and peg, lot peg60-3. Sample was nonreactive with immuadd and exhibited very weak (+/- macro- and +w micro-) reactivity with peg at the antiglobulin phase. The event appears related to the nature of the sample.